Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured implant from a possible fall and dislocation. The modular head, acetabular cup and liner were removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured implant from a possible fall and dislocation. The modular head, acetabular cup and liner were removed and replaced. A custom tri-flange acetabular component was requested for this patient on (B)(6) 2014 and an upcoming revision procedure has been indicated. Radiographs indicated dislocation and possible cup migration.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a fractured implant from a possible fall and dislocation. The modular head, acetabular cup and liner were removed and replaced. Radiographs taken on an unknown date post-operatively indicate dislocation and possible cup migration. A revision procedure has been indicated; however, no revision procedure has been reported to date.